Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms.

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pre-operative aneurysm measurement was 5.2 cm. A small type ii endoleak was noted at the end of the procedure. On (B)(6) 2008, the pt was implanted with an add'l gore excluder aaa endoprosthesis to treat a distal type I endoleak on the left side. An imaging date for this endoleak was not available. It could not be reported which device was implanted on the left side with available records.